Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A discharged replace battery warning was found in the black box. Moisture was found in the battery canister, a leak test failed due to a battery compartment leak. The rewind, load, and prime steps were performed successfully. All currents were reading within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board.